Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. Report 1 of 3, see related medwatch report numbers: 0001920664-2020-00030, 0001920664-2020-00031.

Event description:
The doctor at the user facility reported a case where particles that appeared metallic were seen in the posterior segment during retina procedures. They were aspirated during the procedure with no injury to the patient. The product is not available for returned and the lot number is not available. Facility has access to video recording and assisted scopes, but surgeon chooses not to utilize either.

Manufacturer narrative:
The product is not available for return so the root cause cannot be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete. Report 1 of 3, see related medwatch report numbers 0001920664-2020-00030, and 0001920664-2020-00031.